Event description:
A report was received that the pt's precision system was explanted, due to an infection at the pocket site. The physician determined that the infection was not device-related, although the type of infection is unk. The pt was treated with antibiotics, and the infection has since cleared.